Manufacturer narrative:
Findings: unit had constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. Unit had cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump constantly alarmed motor error. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.